Event description:
Boston scientific (bsc) received information that high out of range impedance measurements were observed via remote monitoring on this patient's chronic non-bsc right ventricular (rv) lead. Upon evaluation, variable high impedance measurements were observed when the patient performed isometric arm movements. Due to these observations, a revision procedure was performed. It was not clear what the cause of the high out of range impedance measurements was, but a header issue versus a lead integrity issue was suspected. The device and chronic non-bsc rv lead were explanted. A new rv lead and device were successfully implanted. Upon review of the stored episodes in the device there was one episode from the original implant that the field representative noted looked like a possible connection issue. All other stored episodes appeared to be true intrinsic activity with a clean signal. No additional adverse patient effects were reported. Additional information was received from the physician that he suspected the non-bsc rv lead was the likely cause of the performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.